Event description:
A report was received that the patient was experiencing frequent ipg charging. Data base analysis revealed no anomalies. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Data base analysis revealed no anomalies. The patient will undergo a revision.